Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a c-section, there was arcing. The device was unplugged and a sticky pad was used in its place. There appears to be some wear on the pad where the cable connects to the pad. There were no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2020. Investigation summary: one each 0845 serial number (B)(6) was received for evaluation. During visual inspection found small bubbles near the corner mold. The bubbles are within specification and are cosmetic only. Some minor wear was observed on the surface in this area. Does not effect the function of the pad. The pad was functionally tested and found to be performing within specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.